Event description:
In 2006, 3 gore tag thoracic endoprosthesis were implanted to repair an aortic transaction. Damage to the left femoral artery wall occurred after the physician removed a gore introducer sheath with silicone pinch valve. The artery was surgically repaired.

Manufacturer narrative:
The device was discarded by the facility. A review of the mfg paperwork is being conducted. Please note: this medwatch is associated with medwatch #2017233-2006-00292.